Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmeas, the most probable root cause is user error; improper implant size selection, using too long of an implant or implanting the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had a left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The post-op CT scans reveled that the middle implant had slightly breached the s1 neuroforamen; however, the patient reported no pain symptoms, so the surgeon decided to leave the implant in place. The patient had si joint pain relief for several months before reporting to a new surgeon with complaints of left side radicular pain following a fall. In (B)(6) 2020, the surgeon performed a decompression of the s1 nerve root. He then used a burr to remove the infiltrating bone and part of the distal tip of the middle implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.